Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified iliac vessel. An 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8.0mmx20mmx135cm sterling¿ balloon catheter. No patient complications were reported and the patient¿s status was good.